Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images in question. It was determined that the test wells in question that yielded an unexpected instrument negative outcome were visually appearing as negative. Batch (B)(4) for sample (B)(4) ran on (B)(6) 2016 at 0231 using capture-r ready screen 3 lot r702. Cells 1 and 3 negative, visually negative. Cell 2 (k+,k+) 3+. Visually positive. Batch (B)(4) for sample (B)(4) ran on (B)(6) 2016 at 0256 using capture-r ready-ID lot dn089. Cells 1 thru 8,10,11,13,14 interpreted negative. Cells 9 and 12 both interpreted 3+.(visually positive) cell 7 is visually positive. Control wells were 4+ and negative as expected. Cells 7,9 and 12 are all k+,k+ customers were notified of this issue in customer communication cc-09-042-02, which states that the echo may generate a negative result with capture-r plates, where upon subsequent visual inspection the cell appears weak positive or equivocal.

Event description:
On (B)(6) 2016, a customer site reported an unexpected negative antibody screen when testing a patient sample on a galileo echo. The echo is interpreting the results as negative, however, upon visual review the well appears positive. The patient has a history of anti-kell.